Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the emergency room (ER) and was diagnosed with blood glucose (bg) values that reached 347 mg/dl. The patient was panicking, had a headache, muscle spasms, dehydrated and had chest pain. For treatment, the patient was given a intravenous (IV) bag of fluids, magnesium infusion, diagnostic tests and tylenol. The pod was worn between 4 and 24 hours on the arm. The pod was discharged after a couple hours.